Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device was able to properly detect a downstream occlusion. Review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires calibration to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an downstream occlusion. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.